Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation was randomly turning off on them. They would be at work when they noticed their leg starting to throb/hurt "like it did before." The patient would then look at their controller and the stimulation would be turned off. They would have to hit the white on/off button to turn the stimulation back on. The controller would not be sitting anywhere where the patient would be accidentally pushing the button to turn stimulation off. Both the controller and ins would be charged to 100% when stimulation turned off, and before they charged, the patient's ins would have been down to about 30% or 40%. The patient did not have any recent falls or trauma and they did not have any recent changes in their therapy. Their stimulation turned off again on (B)(6) 2022 while working around the house. A replacement controller was requested. It was reviewed that if the controller replacement did not resolve their issue that the patient should follow up with their healthcare provider.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.